Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. There were no patient consequences.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There were no patient consequences.